Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. Patient's mother reported that the patient had been given prescriptions for fluocinonide steroid ointment 0.05% ointment and triamcinolone acetonide topical aerosol .147 mg/g. The affected area was treated with triamcinolone acetonide. Additionally, it was indicated that the patient was stable if they used the prescription prior to sensor application. Further event or patient information is not available. No product or data way returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.